Manufacturer narrative:
The returned repositioning unit was inspected and found to be free of damage and kinks. Minimal blood was found in the tuohy-borst fitting indicating that the sleeve was properly secured to the catheter. Evidence of blood at the back of the blue suture pad was found. The bleeding probably occurred due to act levels reported in the clinical account to be above the recommended range. Per (B)(4), "after insertion of the catheter (and until explant), act should be maintained at 160 to 180 seconds." The root cause of the excessive bleeding at the insertion site was most likely due to excessive anti-coagulation therapy.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old male with past medical history (pmh) of smoking. On (B)(6) 2018, patient presented with myocardial infarction (awmi). The impella cp was placed in the right femoral artery (rfa) in order to allow the heart to rest and echocardiogram (echo) showed good position. Patient received two (2) units of blood due to hemoglobin (hb) dropping from 9.9 and on (B)(6) 2018 to 7.9. The impella was explanted on (B)(6) 2018, and was within target range for weaning or recovery.